Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, a false positive occurred. This a report of a single occurrence. No false results were reported out to the clinician or the patients. The following information was provided by the initial reporter: customer has experienced some false positives over the last few weeks

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, a false positive occurred. This a report of a single occurrence. No false results were reported out to the clinician or the patients. The following information was provided by the initial reporter: customer has experienced some false positives over the last few weeks.

Manufacturer narrative:
A complaint of "false positive results" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). A field service engineer (fse) was dispatched and performed a software upgrade to improve the ability to detect true results versus software outliers. The root cause is previous software robustness, which has since been improved. This is a confirmed failure of a bd product. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 9/21/2020. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.